Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has been having high blood sugars for the last 4 days. The customer has already changed the infusion set and reservoir. Troubleshooting was performed. The customer's blood sugar at the time of incident was 400 mg/dl. The customer's current blood sugar is 360 mg/dl. The customer reported they had problems with their vision and they were thirsty. The customer treated with insulin pens. The insulin pump will return.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test.